Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not keeping a charge. There was no device malfunction suspected. The patient underwent an ipg replacement procedure wherein an MRI comptatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.